Manufacturer narrative:
(B)(6) 2018 - philip's technical support advised the customer's biomedical engineer to check the exhalation flow sensor. Reportedly, the biomedical engineer did not have the unit available to troubleshoot. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the tidal volume was "off". There was no patient or user harm reported. The event date was not specified; estimate used.